Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 144 pieces were found to have physical defects. The following information was provided by the initial reporter: material no: 301033 batch no: 1180548 it was reported damaged/broken (thumb press) bad impression date: (B)(6) 2021 damaged/broken: 60 pieces. Bad impression: 84 pieces.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 144 pieces were found to have physical defects. The following information was provided by the initial reporter: material no: 301033. Batch no: 1180548. It was reported damaged/broken (thumb press) bad impression. Date: (B)(6) 2021. Damaged/broken: 60 pieces. Bad impression: 84 pieces.

Manufacturer narrative:
H6: investigation summary: it was reported there were multiple defects with the products received. To aid in the investigation, fourteen samples and five photos were received for evaluation by our quality team. Two samples have the plunger rod damaged. No other defects or imperfections were observed. The five photos provided show some of the samples received. The plunger rod defect could occur if there was a jam that occurred during the plunger rod assembly process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 1180548. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The settings and alignment of the rails were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.